Event description:
The following is a summary of info provided by the customer during a phone conversation with a carefusion tech support specialist. The customer reported they saw in the past a pt with mild-moderate trauma after they were placed on the infant flow lp series ncpap system. Despite diligent care the pt developed a lesion on the bridge of the nose which resembled a laceration or cut.

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative and an email received from the user facility. (B)(4). On (B)(4) 2012 carefusion sent an email to the user facility seeking additional info concerning the reported event and the condition of the pt. On (B)(6) 2012 a user facility representative responded to the email and stated it had been several months since the occurrence of this event and that he did not have any specific info associated to this event. The user facility did not return the used pt circuit, generator and nasal prongs for evaluation. The carefusion infant flow lp series ncpap system (generator, mask, prongs, bonnet and headgear) are the next generation of pt interface devices for carefusion. As such the user facilities lack of experience with these devices may have been the underlying cause of the reported event. Carefusion has initiated a formal investigation, conducted a risk assessment related to this issue and has determined the risk to be "as low as reasonably practicable" (alarp).